Event description:
User facility mandatory medwatch received which states, "pt developed sudden onset chest pain. EKG changes suggestive of ischemia. Referral for emergent catheterization in light of acute coronary syndrome. Pt found to have occlusion of the circumflex, moderate disease of the lad, and right coronary artery about 30-40%. Direct angioplasty results. Reopro drip was used. Use of 6fr perclose to close the right femoral artery access site. Perclose failed. 6fr angioseal used to close the right femoral artery access site. Pt developed baseball size firm hematoma requiring hand held pressure. Femstop applied and remained in place for extended period of time (14.5). Pt with cold pack to groin area, on flat bed rest with right leg straight. Dressing remained dry and intact." Multiple attemtps have been made to obtain add'l info from the customer but no info has been made available.